Event description:
It was reported that pump display developed pixel issue that affected customer¿s ability to read and interact with pump, and customer experienced high blood glucose as a result, with specific value unknown but shown as ¿high¿ on display. There was no additional information provided regarding any further impact to the customer¿s blood glucose level. Customer treated high blood glucose with correction injection using multiple daily injections, planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump, confirmed shipping details, instructed customer to place pump in storage mode and return it within 10 days using provided materials, and advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump.